Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where information to judge deviation from IFU was not identified. Additionally, the user facility did not provide results of the culture test performed. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: air/water (a/w) channel. Cfu:2cfu. Bacterial identification: sphingobacterium species, brachybacterium species. Sampling from: distal end. Cfu: n.d. (Not done). Bacterial identification: n/a. Sampling from: biopsy channel/suction channel. Cfu: 0cfu. Bacterial identification: no detection. Sampling from: a/w-channel. Cfu: 2cfu. Bacterial identification: sphingobacterium species, brachybacterium species. Sampling from: auxiliary water channel. Cfu: 0cfu. Bacterial identification: no detection. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: n.d. Bacterial identification: no detection. Sampling from: biopsy channel/suction channel. Cfu: 0cfu. Bacterial identification: no detection. Sampling from: a/w-channel. Cfu: 0cfu. Bacterial identification: no detection. Sampling from: auxiliary water channel. Cfu: 0cfu. Bacterial identification: no detection. The device was evaluated where an additional potential adverse event was noted that the jet-tube had foreign objects, the investigation could not obtain information to identify the material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.